Manufacturer narrative:
Medical device expiration date: na. Investigation summary: one mz1000 sample was received without packaging for investigation, the customer indicates the affected lot number to be 20096105. No connecting products were received to assist the investigation in this instance. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to the returned sample; no flow restrictions or occlusions were identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20096105 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customer¿s experience. Previous investigations have identified that certain designs of male luer can cause a flow restriction or occlusion as it can grip onto the piston of the maxzero component preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china device in the past 12 months.

Event description:
It was reported that the maxzero needleless connector experienced flow issues, and was clogged. The following information was provided by the initial reporter: the mz connector is used for the powersolo PICC and left for 2 days. After connecting the infusion set on the third day, it is found that the fluid does not run. Reconnected the infusion set, but the fluid does not run. Liquid drained after replacing the connector. After the connector is removed, the flushing pipe is normal when connected with the pre-charge.